Event description:
A user facilty reported that the intraocular lens (iol) was stuck in the cartridge of the iol delviery system. It was reported that there was no patient impact associated with this event.